Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 22 days prior to the death, the patient was admitted for acute on chronic heart failure with a preserved ejection fraction. The death was associated with the exacerbation of congestive heart failure (chf).

Event description:
Medtronic received information that approximately 7 years 10 months following the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath, which was a recurrent admission for shortness of breath secondary to fluid overload due to noncompliance with the patient's diuretic medication. Unspecified treatment was administered; however, the patient's condition continued to deteriorate. Subsequently, the patient was places on comfort care measures, discharged to inpatient hospice, and died. Per the physician, the valve can be excluded as a contributing cause to the patient's death. Additional information was received that reported a transthoracic echocardiogram (tte) was performed at the 7 year follow-up appointment. The 7 year tte showed no paravalvular leak (pvl), no central regurgitation, no total regurgitation, a peak aortic valve (av) velocity of 1.0 meters per second (m/s), a mean gradient of 2 millimeters of mercury (mmhg) and an ejection fraction of >50%. Approximately 7 years and 8 months following the implant of the valve, a tte revealed mild to moderate aortic regurgitation (ar). Thrombus was identified approximately 7 years and 9 months following the implant of the valve. A chest computed tomography (CT) was performed approximately 3 weeks later and showed mild to moderate aortic insufficiency (ai). The patient was treated with breathing treatments, intravenous therapy (IV) antibiotics and IV furosemide. No infection event was reported around this time. The patient died and the death was described as heart failure. No autopsy was performed.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b6, b7, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.